Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture which left the distal tip in inferior vena cava region. An attempt was performed to snare the distal portion of the lead, however, unsuccessful. This rv lead was surgically abandoned and replaced with different model. No additional adverse patient effects were reported.